Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device: 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. Although requested, no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's pump was exchanged. Additional information surrounding the pump exchange was requested; however, the hospital staff declined to provide any information.

Manufacturer narrative:
A specific reason for the reported pump exchange could not be determined. Information provided in a device tracking form stated the patient underwent a pump exchange on (B)(6) 2015. Information was requested from the customer but no additional details were provided. In addition, the device was not returned for evaluation and therefore, a correlation between the device and reported event could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.